Manufacturer narrative:
The returned suture samples were examined for visual inspection, knot pull test and in-vitro pull test and the representative samples met the specified quality requirements and verified to meet the absorption profile of vicryl sutures.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was obtained: is the complaint ID: (B)(4) and (B)(4) duplicate complaints - two different animals. Is the complaint ID: (B)(4) and (B)(4) the same animal or different animal - two different animals. The event description indicates that five days after surgery the suture was found broken. Please explain why the complaint form indicates that the event occurred during use - it was a mistake. The threads were broken 5 days after surgery did the suture breakage occur intra-op suture breakage or post op - post-op the returned suture samples were examined for visual inspection, knot pull test and in-vitro pull test and the representative samples met the specified quality requirements and verified to meet the absorption profile of vicryl sutures.

Manufacturer narrative:
(B)(4). Date sent to FDA: 11/15/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a caesarean procedure on (B)(6) 2016 and suture was used. The veterinarian made a running suture of the abdominal wall and the subcutaneous tissue. Five days after surgery, it was found that the suture was broken. Another like device was used. No further information is available.